Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. Physician does not know what caused the issue for sure, but it is possible that it was caused by the patient getting a massage. Per the instructions for use of the device, catheter leakage is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter revision due to a leakage. The patient reported having a lack of pain relief and complained of nausea. Representative stated that there was a small hole in the catheter. The physician did not know what caused the small hole, but it was reported that the patient had a massage and started feeling symptoms shortly after. The revised catheter was discarded.